Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle pull off from the suture thread? Or did the suture broke? Or did the needle break? The needle pulled off from the suture thread. Any adverse patient consequences? If yes, what medical/surgical intervention was provided to manage them. Is the product available for evaluation? No adverse patient consequences. A new suture was opened and used to complete the repair. If yes, please provide name, mailing address and telephone number of the person to whom a shipper kit can be sent to aid in return of the product? The original suture and needle that broke during the repair was disposed after the surgery.

Event description:
It was reported that the patient underwent a mohs procedure on an unknown date in 2019 and suture was used. The needle broke off from the suture during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.